Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Revision surgery was reported due to mal-alignment and pain.

Manufacturer narrative:
.